Event description:
Additional information was reported indicating that this implanted rv lead was still experiencing high pace impedances. The patient was brought to clinic and it was thought that the lead helix was not fully extended. The field representative changed the rv configuration to unipolar pace and bipolar sense and impedance was around 1200 ohms. The thresholds were also were reportedly now stable. The physician was considering a lead revision. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that during implant, right ventricular (rv) lead pace impedances were high and greater than 3000 ohms. Thus, the lead was not used and was replaced. This second lead was also noted to be out of range, at about 2400 ohms. The cause remains unknown. No adverse patient effects were reported. This lead remains in service.